Manufacturer narrative:
Report of an explant at implant of an edwards mitral valve size 29 mm due to central regurgitation, and replaced with same model valve, size 25 mm. Patient experienced further complications during the surgery, atrioventricular (av) disruption, which could not be repaired. The patient eventually expired in the or. Av disruption is a complication that typically results from an aggressive debridement of calcified tissue during mitral valve surgery prior to valve implantation. Av disruption has a high mortality rate and needs to be repaired urgently. When this complication is associated with mitral valve replacement, it is typically related to excessive debridement of the mitral annulus, a calcified or fixed mitral annulus, excessive debridement or excision of the papillary muscles, or aggressive retraction of the apex of the heart after prosthetic valve placement. This is not a product malfunction and is typically not device related. On the other hand, the explanted device was not returned for evaluation (discarded at ths hospital), and therefore, the root cause of the reported leaflet tethering and central regurgitation cannot be determined at this time. Moreover, the intraoperative echos were not provided, therefore, the performance of the valve in vivo cannot be evaluated. These events are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.

Event description:
Edwards received information that this mitral bioprosthetic valve model 6900p size 29 mm was explanted at implant, then replaced with another edwards device model 6900p size 25 mm. Note that the patient underwent double mitral and aortic valve implants during this procedure. Per follow up with the healthcare provider, it was learned that this device was explanted due to severe central leak of the prosthesis after implantation. Operative note indicates, "there appeared to be tethering of the valve leaflets.... There did not appear to be severe regurgitant flow through the valve, however. All pledgets came down well and there was nothing to suggest that a suture had incorporated any of the struts. After an extended amount of time looking at the valve, it was felt that it was adequate functionally. Consequently, the atriotomy was closed...[aortic bioprosthetic valve then implanted]...the patient was partially weaned from cardiopulmonary bypass and separated, but tee showed that there was wide open central regurgitant process in the mitral valve. This was a central leak and not a periannular leak. It was felt that this had to be repaired as it was a severe regurgitant process...the valve was explanted, taking care to remove all pledgets. At this point, a 25 carpentier edwards valve was reimplanted. This was done due to the overriding of the new aortic valve which made visibility of the annulus somewhat difficult. However, this was accomplished the valve was seated again...after additional weans from cardiopulmonary bypass it was clear that there was disruption of the atrioventricular groove. Repairs were attempted...in spite of prolonged efforts at repair and multiple attempts at reestablishing ventricular output, then not only did the left ventricle have persistent tear and bleeding, but the patient had no forward flow out of the left ventricle...the patient was pronounced dead in the operating room."